Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 cubie pockets not opening. A field service engineer found the drawer was not opening and removed the back panel and identified damage to the latch sensor, noted that the retractor band needed replacement, and observed that the left side rail was sticking, causing the drawer to not properly close and requiring replacement. The fse powered off the station and replaced the sensor, retractor band, and rails, then powered on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer opened, but the pockets did not always open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.